Event description:
A (B)(6) old, female patient with a history of prematurity ((B)(6) twin) presented with a moderate pda with left heart dilation, and mild chronic lung disease. She underwent device closure of her pda with a 6/4mm amplatzer duct occluder (ado) on (B)(6) 2014, following which she had low grade fevers and worsening tachypnea. A chest x-ray was done more than a week later for tachypnea and showed the ado had embolized to the abdominal aorta. A recent echocardiogram showed new moderate mitral regurgitation. At another hospital, the ado was removed percutaneously with a 5.5f bioptome. An 8mm amplatzer vascular plug ii (avpii) was successfully implanted.

Manufacturer narrative:
The 6/4mm ado was received at sjm and decontaminated. The ado was examined grossly and microscopically, and was confirmed not to contain any defects or abnormalities. The ado was confirmed to meet dimensional specifications when measured with a caliper. The ado was successfully deployed from a test 6f loader without any deformations, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the embolization remains unknown.